Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The reported event has been confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine experienced a low temperature alarm and a no flow error. While replacing the heater rod on the power supply the bmt found a burnt spot on the power control board. The issue was discovered in the bmt¿s shop. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours is unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the heater rod, which resolved the low temperature issue. He is waiting for parts to arrive to resolve the flow error. The power control board was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine experienced a low temperature alarm and a no flow error. While replacing the heater rod on the power supply the bmt found a burnt spot on the power control board. The issue was discovered in the bmt¿s shop. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours is unknown. It was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the heater rod, which resolved the low temperature issue. He is waiting for parts to arrive to resolve the flow error. The power control board was returned to the manufacturer for physical evaluation.